Manufacturer narrative:
Product analysis: (B)(4) product ID# 97715. The implantable neurostimulator (ins) passed functional testing. (B)(4) product ID #977a260. The lead was returned segmented; however electrical testing of the returned segment(s) determined that continuity was complete and there were no electrical shorts between the circuits. (B)(4) product ID #977a260. The lead was returned segmented; however electrical testing of the returned segment(s) determined that continuity was complete and there were no electrical shorts between the circuits. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was patient mentioned their implant quit charging and does not go increase in charge past 20% to 30% charge. Patient mentioned they would reset their controller in the past 2 days, but clarified later in the call that the event date was yesterday patient mentioned charging implant would stop and excellent recharge quality is the only thing that goes away. Patient confirmed no error messages or codes. Agent instructed patient to unlock controller; controller showed 100%. Agent walked patient through resetting their controller and patient confirmed controller was charging with a green flashing light. Agent instructed patient to start a charge session of the ins. Pt had to reposition the recharger a few times, but controller showed 80% and ins 40% with excellent recharge quality. Agent instructed patient to continue charging and implant increased to 50% with steady excellent recharge quality and controller was 80%. Agent reviewed recharger positioning guidelines and suggested patient monitor and call back if the issue persists for further assistance. The patient mentioned patient mentioned an MRI appointment tomorrow at 2:15pm and mentioned one of their arms was "dead." Pt called back and stated the ins is still not recharging. Pt connected to charge the ins and stated that the controller is 100% and the ins is 0%. Pt stated it is showing excellent charge quality, but the charge will not advance. Patient services is sending a request to repair team for the controller. The implanted devices were later returned without paperwork.